Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip tip to be related to the customer reported complaint. A piece approximately 0.092" x 0.072" was found to be broken off at the distal tip. The broken piece was not returned. The root cause of broken instrument grips tips is typically attributed to user mishandling or misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the monopolar curved scissors instrument (part # 430004-53/lot# s11210611-0018) associated with this event has been performed. Per logs, the instrument was used on (B)(6) 2021, on system sp0143 and was last used on (B)(6)2021, on system sp0143. The instrument had 17 uses remaining after last use. This last usage of the device was after the reported event date, indicating that the device was used in a subsequent procedure. The issue was identified prior to starting the procedure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during a procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted cholecystectomy surgical procedure, the customer noticed the monopolar curved scissors (mcs) tip was damaged while checking. A backup instrument was used. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting the procedure with no patient injury/ harm. As a result, there was no allegation of fragments falling inside the patient.